Event description:
Boston scientific received information from the patient stating the communicator does not power on following a storm. A replacement power supply was shipped to the patient and resolved the issue.